Event description:
On (B)(6) 2015, the customer reported this right ventricular (rv) lead displayed pacing impedance measurements less than 300 ohms for approximately one year. Additionally, recent oversensing was observed, with no pauses in pacing greater than three seconds. The patient implanted with the device system was not reported as syncopal. Pacing threshold measurements were reported to be increased. A revision procedure was performed and the rv lead was replaced. The lead remains implanted (surgically abandoned). No adverse patient effects were reported during the procedure. The lead was actively implanted for approximately 12 years, 3 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No adverse patient effects were reported during the procedure and a new lead was implanted. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.